Manufacturer narrative:
(B)(4). Leak condition not confirmed. No evidence of leak was observed on the delivery tubing or anywhere on the entire unit. After 24 hours of monitoring period, still no signs of leak were noted on the delivery tubing or on other parts of the unit. A batch review has been conducted which revealed product met all acceptance criteria for release. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
Baxter (B)(4) received a report that one (1) infusor device leaked at the delivery tubing during filling. It is unknown with what the device was filled. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint. No additional information.